Manufacturer narrative:
(B)(4).

Event description:
It was reported that a one-link needlefree IV connector was "melted or out of shape." Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.